Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a burning sensation and intermittent diaphragmatic stimulation from the left ventricular (lv) lead. They also mention that they felt a "rapid firing/pulsing" over their left breast. Along with this, the patient's implantable cardioverter defibrillator (ICD) had become "free floating" as it was apparently not sewn into the pocket or became loose with the patient's rapid weight loss. A pocket revision was performed; they pulled the lv lead back a bit and sewed the device down securely. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.